Manufacturer narrative:
Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was hit against a hard surface. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.